Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a device change, there were a high number of episodes on the sensing integrity counter noted on the patient's right atrial (ra) lead. It was noted that unipolar sensing reduced the oversensing and noise on the lead with the new device, so unipolar sensing was programmed, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.